Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, high, out-of-range defibrillation impedance was noted on the right ventricular (rv) lead. During an elective device downgrade to pacemaker procedure, the rv lead was partially capped to deactivate high voltage therapy. The patient was stable following the procedure with no adverse consequences.